Event description:
It was reported that one 3.5x23 xience prime stent was implanted in the proximal left anterior descending coronary artery on (B)(6) 2014. Ten months later, on (B)(6) 2015, the patient had a recurrence of angina pectoris. The patient was rehospitalized for five days, medication was given, and the condition resolved on (B)(6) 2015. An angiogram was not performed. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Angina is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.